Manufacturer narrative:
H3: the system was serviced in the filed and the pendant dongle was replaced. The system then passed the checkout and performed as intended. Codes b01, c07 and d02 are applicable. Code g0405213 is applicable to product ID: bi71000925. Code g04034 is applicable to product ID: bi71000210. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being u sed outside of a procedure. It was reported that the dongle on the image acquisition system (ias) was damaged. It appeared that the screws have been broken off into the system and it would not maintain a connection. The reset emergency stop message was on the pendant and it would not clear. No patient was present.